Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not received for analysis. The manufacturing batch review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous common iliac artery. This 6.0mm x 20mm x 135mm sterling balloon catheter was selected and was advanced to the lesion. On the first inflation, the balloon ruptured at 6atm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.